Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacer-dependent patient developed an infection. On (B)(6) 2018, the implantable cardioverter defibrillator was explanted and replaced. The patient's condition before and post procedure was stable.